Manufacturer narrative:
The reported events were operation issue and insulation damage. As received, a complete lead was returned in one piece. Visual inspection of the lead found that the outer insulation was cut at the proximal region of the lead. The cause of the insulation damage is consistent with procedural damage.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was found difficult to be maneuvered through the tricuspid valve. The physician made several attempts resulting in a lead damage. The lead was removed and replaced. The patient had no adverse consequences.